Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The final customer lot was identified as lot 969309m. For this final lot, two component knife lots were used to make up the final lot. A device history record review was conducted. No anomaly was found during the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint history review indicates two additional complaints were associated with the reported lot for the reported issue. Because no sample was returned and the device history review (DHR) of the lot number provided indicated product was released according to the product¿s acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a dull knife was noted during surgery. An alternate knife was used to continue the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
One opened knife sample was received in a blister for the report of dull knife. The sample was examined per facility procedure and was found to be conforming. Penetration and sharpness was then performed and also found to be conforming. A review of the related device history records (DHR) for the reported lot number, 969309m, has been performed; no anomalies were found. The product was released based on the product¿s acceptance criteria. A complaint history examination revealed that this is the third complaint for a dull blade received against this cutting instrument lot. The visual inspection and functional test were found to be conforming. The physical damage did not impact the performance of the device, therefore a dull blade as described in the complaint cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. (B)(4).